Manufacturer narrative:
Since the original report was filed, the investigation into the reported access site bleeding, limb ischemia, and hemolysis has concluded. Product and data logs were not returned for analysis, only clinical case details were shared for investigation. The access site bleed was due to patient movement. The limb ischemia was due to patient condition. The patient was noted to have smaller peripheral arteries and had sat up while on support. The hemolysis was due to the use error of the patient sitting up and the pump coming out of optimal position.

Manufacturer narrative:
Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2021-01168 was provided in sections b2, b5, d6, h1, and h6.

Event description:
Additional information, when the pump was explanted, and the patient returned to the lab for penumbra aspiration of the thrombus. During the intervention the patient coded. The family made the choice to withdraw care, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the patient harm is on-going at this time. The medical center discarded the impella product, but more clinical details and imaging have been requested. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted for a protected angioplasty of the coronary arteries and intervention also for the carotid artery. An impella cp was placed for hemodynamic support via the femoral artery. The interventions were successful. When in the ICU, for continued monitoring, the patient sat upright which allowed for hemolysis, access site bleeding, and subsequent limb ischemia due to clot development at the impella access site. The pump was explanted and the patient returned to the interventional lab for penumbra aspiration of the thrombus.